Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects in (k-wire) forceps elevator wire. There was no patient involvement.